Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the cx. Approx 3 months post index procedure the patient suffered acute hypoxic respiratory failure. 7 days later the patient died (sudden cardiac death). The investigator and safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Additional information: cec adjudicated death as vascular due to pulmonary embolism and cancer. If information is provided in the future, a supplemental report will be issued.